Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a drilled neuro-tip leg and neuro-tip foot, and it was also observed that there was vibration during the function assessment. During repair it was observed that the bearings were worn out causing the device to vibrate. It was determined that the condition of the drilled neuro-tip leg was due to excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was further determined that the condition of the drilled neuro-tip was failure to follow the directions for use, which is user error. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill is started, the burr drills into or through the neuro-tip. The assignable root cause of the worn out bearings was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device had an undetermined malfunction. During in-house engineering evaluation it was determined that the ad a drilled neuro-tip leg and neuro-tip foot, also observed that there was vibration during the function assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.